Event description:
The customer reported that an operator received a small shock while using the sealsafe. No medical intervention was necessary. (B)(4). This report is being filed due to electric shock.

Manufacturer narrative:
(B)(4). Investigation: the operator was sealing the sample pouch after the donor had been attached to the set. She had also just used alcohol gel to clean her hands and so it was highly likely that her hands were not completely dry before operation. The service rep checked the seal safe and found it operational with no faults or issues. Root cause: likely the cause of the shock was due to moisture on the operator's hands and/or she had her hands too close to the sealer jaws, however, this cannot be definitively determined. Corrective action: by placing one's finger next to the cutter/sealer head jaws during operation of the unit, the operator can receive an rf burn. The trima operator's manual cautions the operator to ensure that the sealing head and tubing are free of moisture before operating the seal safe to avoid possible electrical arcing. In addition, the manual warns the user to not place fingers within 1 inch of the seal safe's sealing jaws while sealing to avoid possibility of receiving a radio frequency burn.